Event description:
It was reported that the patient was feeling symptomatic due to the atrial and ventricular leads having a drop in impedance and an increase in thresholds. The atrial lead had a lead warning and had a drop in sensing values. Lead insulation issues were suspected. Both leads were capped and replaced. It was further reported that the patient experienced symptoms of weakness and strong heart palpitations. There were no further reported patient complications as a result of this event.

Event description:
It was reported that the patient was feeling symptomatic due to the atrial and ventricular leads having a drop in impedance and an increase in thresholds. The atrial lead had a lead warning and had a drop in sensing values. Lead insulation issues were suspected. Both leads were capped and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance/resistance decrease was indicated. There was a gradual impedance drop in right ventricular lead from approximately 350 ohms in (B)(6) 2010 to approximately 250 ohms in (B)(6) 2011. There was a gradual impedance drop in atrial lead from approximately 350 ohms in (B)(6) 2010 to approximately 150 ohms in (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.